Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "the context was a hemodialysis catheter was inserted with success in the patient. The test of the catheter was ok. Patient had the hemodialysis. Machine stated that the catheter had an issue. When patient came back from hemodialysis, it was observed the catheter was kinked. Patient is fine, no medical intervention necessary, no consequence for the patient." This doctor reported that a similar issue had already happened 2 or 3 other times with this reference.

Event description:
It was reported "the context was a hemodialysis catheter was inserted with success in the patient. The test of the catheter was ok. Patient had the hemodialysis. Machine stated that the catheter had an issue. When patient came back from hemodialysis, it was observed the catheter was kinked. Patient is fine, no medical intervention necessary, no consequence for the patient." This doctor reported that a similar issue had already happened 2 or 3 other times with this reference.

Manufacturer narrative:
Qn# (B)(4). The customer returned one connector assembly from a hemodialysis kit for analysis. Signs of use were observed. Visual analysis of the connector assembly revealed scratches on the luer hubs. Additionally, indentations were observed on the extension lines at the location of the clamps. No other defects or anomalies were observed. Visual analysis of the catheter body could not be performed as it was not returned by the customer. The returned connector assembly was functionally tested per the instructions for use (IFU) provided with this kit. The IFU states "flush hub connection assembly with sterile normal saline for injection and clamp extension lines to contain saline within lumen(s)." A lab inventory syringe filled with water was used to flush each extension line. The connector assembly was flushed successfully, and no abnormalities were observed. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of a catheter body kink could not be confirmed through investigation of the returned sample. The customer returned one connector assembly for analysis, and no obvious defects or anomalies were observed. The returned connector assembly passed all relevant functional testing. A device history record review was performed, and no relevant findings were identified. Without the catheter body returned to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the context was a hemodialysis catheter was inserted with success in the patient. The test of the catheter was ok. Patient had the hemodialysis. Machine stated that the catheter had an issue. When patient came back from hemodialysis, it was observed the catheter was kinked. Patient is fine, no medical intervention necessary, no consequence for the patient." This doctor reported that a similar issue had already happened 2 or 3 other times with this reference.